Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed half of the jaw-to-shaft pin sheared out. The device was functionally tested via actuation of the jaw lever, and the jaw was found to have limited functionality due to the jaw-to-shaft pin failure. In addition, an eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. However, the jaw didn¿t open or close due to jaw-to-pin failure. This compliant can be confirmed. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. This failure can be attributed to user technique. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Review of the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: concomitant medical products. This complaint was determined reportable after investigation on may 16, 2017.

Event description:
The sales rep reported via phone that the jaws are not closing and needle is miss firing on the customer's expressew iii without hook during a rotator cuff procedure. The case was completed using another like device. There were no adverse patient consequences or delay. The device will be returned for evaluation.